Event description:
It was reported that the insulin pump's battery only lasted two days. The insulin pump alarmed low battery. The anomaly continued after the insulin pump's battery cap was replaced. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.